Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mom reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2017 at 9pm with blood glucose of 400 mg/dl. Customer's mom reported that daughter has been in the hospital due to diabetes for a week, every time she uses the insulin pump she goes high. The customer experienced symptoms such as flu symptoms and vomiting. Customer reports they have contacted their healthcare provider regarding the high blood glucose. The customer was treated with insulin drip at hospital. The customer was wearing the insulin pump during the hospitalization. Customer stated that the drive support cap is flush. Advise to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advise the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08685 inches. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.